Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to the usb port was observed. Reader was successfully communicated with approved software and successfully charged. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values below of the threshold range. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels reportedly increasing from "50 to 341." As a result, the customer experienced hyperglycemia and was unable to self-treat, requiring third-party administration of an insulin injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mgge177-t3586 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels reportedly increasing from "50 to 341." As a result, the customer experienced hyperglycemia and was unable to self-treat, requiring third-party administration of an insulin injection for treatment. There was no report of death or permanent impairment associated with this event.